Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. Therefore, the root cause was a broken/missing purge flag. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller was being used for an impella 5.5 implant and would not recognize the purge disc. The staff replaced the device with a new automated impella controller with no further issues. No harm or injury to patient reported.